Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead helix could not be extended or retracted after placing in body. The lead was not implanted and replaced.